Event description:
It was reported that when interrogating the device, a message appeared indicating that the diagnostic data was not available. Additionally, the programmer would not print right away. The programmer was rebooted, and interrogation was attempted again, with the same result. The patient will be brought back for another follow up visit earlier than usual, and the device will be interrogated again in an attempt to see if the message appears again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.